Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f38 alarm" was confirmed during device evaluation. The root cause was due to damaged force sensing resistors (fsrs) in the tubeload detection circuitry. The fsrs were replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
It was reported to baxter mexico that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.